Event description:
It was reported that (1) hp052 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the handpiece was being used with dh010 blade. The customer complained of excessive heat from handpiece handle. Tested with test tip and found to get extremely hot. The case was completed with a backup handpiece without consequence to pt.